Event description:
It was reported that the right ventricular (rv) automatic capture (rvac) feature of this pacemaker system was found to be in suspension. Technical services (ts) analyzed presenting electrogram (egm) and found the p-wave amplitude of this right ventricular (rv) lead channel to be ranging from 21 to 25 mv. Ts discussed troubleshooting with health care professional (hcp) including in clinic testing and a chest x-ray. It was found that this right atrial (ra) lead was dislodged and had interfered with the rvac test. This ra lead was repositioned and remains in service. No additional adverse patient effects were reported.